Event description:
Started to deploy the stent normally. The physician could feel the outside sheath detach from the handle, thus the sheath deployed. The physician then had to pull the sheath with his hand and deployed the stent by hand, stretching the stent another 150mm.